Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
"It was reported that a bd piston syringe separated at the hub during use. The following was reported by the initial reporter: "it was reported needle hub separates. This complaints was initially created in diabetes care in error under the (B)(4) which will be cancelled verbatim: pet owner reported, when giving his cat her injection, the needle hub separates stated, its happened a few times from the box "

Manufacturer narrative:
Investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
"It was reported that a bd piston syringe separated at the hub during use. The following was reported by the initial reporter: "it was reported needle hub separates . This complaints was initially created in diabetes care in error under the (B)(4) which will be cancelled verbatim: pet owner reported, when giving his cat her injection, the needle hub separates stated, its happened a few times from the box ".